Event description:
Healthcare provider reported right side capsular contracture baker grade iii/IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: capsular contracture baker grade iii/IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b g1, g2, h6.

Event description:
Device has been explanted.

Event description:
Healthcare provider reported right side capsular contracture baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: crease fold and wear abrasion observed on the device. Deformation device and white particles observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.